Event description:
It was reported that the buttons on the shaver handpiece do not respond. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation findings: the eval confirmed the customer's reported problem that "buttons do not respond". In addition, the handpiece was tested and found to activate on its own. There have been no reported injuries associated with this failure mode. This failure mode will continue to be monitored.